Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began about a month prior to contacting lfs. The patient reported blood glucose results of "289 and in the 300s mg/dl" with the subject meter. The patient manages her diabetes with levemir insulin and humalog insulin. Based on the alleged result, the patient reportedly increased her usual dose of humalog insulin (amount not specified). About 45 minutes later, the patient claims her blood glucose dropped and she felt symptoms of hot, sweaty and felt sleepy. The patient was given (B)(6) and apple sauce as treatment. The patient reportedly felt better about 30 minutes after. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.